Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. The patient was treated with vancomycin ip (intraperitoneally) (dose and frequency unknown) and ciprofloxacin orally (dose and frequency unknown) for the peritonitis. It was unknown if the patient was hospitalized for the event. When the peritonitis did not clear up, the patient was transferred to hemodialysis. No additional information is available at this time.